Manufacturer narrative:
(B)(4). Date sent 4/29/2026. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: on what date did the account alert a j&j employee about this issue? What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Were there any issues with opening the device? If yes, what trouble shooting steps were used to open the device? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What color reloads were used and what was the sequence of the firings? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? What was observed at the site of the leak upon reoperation? What is the current patient status? Any clips, clamps, or graspers near the area where the device was being fired? Does the surgeons believe that the post op leak caused or contributed to the device? If yes? Any additional maneuvers (suture staple line, suture duct) during the procedure? Is the white reload the standard reload for the procedure? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robotic distal pancreatectomy, splenectomy, the surgeon utilized an ethicon 4000 stapler with a white reload. The fa placed the stapler across the pancreas, and slowly compressed over the course of 10 minutes. After full closure, the fa paused an additional 30 seconds for compression, and then fired. The stapler line looked well formed , there was no gland fracture observed, and the stapler line looked line looked hemostatic. Approximately 1 week later, the patient developed a pancreatic leak that eroded the gda staple line, resulting in hemorrhage, and reoperation.